Event description:
It was reported to philips that the system was unable to perform x-rays. The device was in clinical use at the time of the reported event. The procedure was completed by using another system. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a procedure was performed when the issue happened. The procedure was completed by transferred the patient to another device. A philips remote service engineer (rse) received a complaint indicating that device cannot perform exposure during exam on patient. Customer found oil leakage on connecting pipe between oil pump and the oil tank was broken. Customer has asked philips for quote to replacing cooling unit. Customer has not yet approved the quote to replace cooling unit yet. No service has been performed by philips. The codes were updated based on the investigation outcome. Evaluation method code was corrected.